Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set bent cannula event and eventualy got hospitalised on (B)(6) 2024. The blood glucose was 300 mg/dl and the patient was treated with intravenous and four bags of fluids of saline and insulin drip. No further information available.